Manufacturer narrative:
(B)(4). This condition was confirmed, as it was reported that there was a breach in aseptic technique. The assignable root cause of the breach was determined to be a use error. If additional relevant information becomes available, a follow up report will be submitted. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported a break in aseptic technique and peritonitis coincident with dianeal therapies. On an unreported date, a break in aseptic technique had occurred, as the patient had made a mistake and did not wear a mask during therapy. The patient later experienced peritonitis and the next day the patient was hospitalized for the peritonitis. On the same day, the patient was treated with an injection of vancomycin (1gm, immediately and every 5th day, intravenously (IV)) and an injection of tazact (4.25mg, twice daily for 14 days, IV) for the peritonitis. The home patient was recovering from the peritonitis. No additional information is available as of this report.